Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient received defibrillation shocks to terminate atrial fibrillation before ablation (pulmonary vein isolation). The pacemaker was then interrogated to check its behavior; however interrogation failed and no magnet response was observed. The device was explanted and returned for analysis. A new pacemaker was implanted.